Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cycler peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set, and the adverse event(s) of an unspecified infection, which precipitated the patient¿s transition to hemodialysis (hd) therapy for renal replacement therapy (rrt). The etiology of the patient¿s infection is unknown; therefore, causality cannot be firmly established. However, during follow-up the peritoneal dialysis registered nurse (pdrn) attributed the event(s) to the way in which the patient performs peritoneal dialysis (pd) therapy and is unrelated to any fresenius product(s). Limited additional information precludes a more extensive and meaningful investigation. Chronic kidney disease (ckd) patients altered immune response, predisposes ckd patients to an increased risk of infections. Based on the information available, the liberty select cycler, and/or liberty cycler set can be disassociated from the event(s). There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused or contributed the serious adverse event(s).

Event description:
A peritoneal dialysis (pd) patient contacted technical support to cancel their supply order. The patient stated that they had contracted another infection and they would be going into in center hemodialysis for a while. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the infection had nothing to do with fresenius products. The pdrn stated that the infection has something to do with the way the patient does their dialysis treatment. Additional information was requested, however; to date has not been provided.